Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced fatigue. Multiple refills showed a lower aspirated volume than calculated volume. It was noted that it seemed that the pump "applied more medication than programmed." It was noted that the manufacturer's refill kit was not used for refills; individual needles were used. The pump was replaced.